Manufacturer narrative:
(B)(4). Additional information received: the patient is currently stable, but could not be released 24 hours after the surgery was completed, he stayed in the observation for another 24 hours, he underwent an additional review esophagogram to ensure that there were no leaks lot number ecr60g: not provided. Lot number pse60a: not provided. What is the status of the return of the product? The products were discarded. What is the reason of the surgery? Vertical gastrectomy. Obesity surgery. Please provide the patient demographics: (B)(6). What is the current status of the patient? The patient is currently stable, but could not be released 24 hours after the surgery was completed, he stayed in the observation for another 24 hours, he underwent an additional review esophagogram to ensure that there were no leaks. Additional information requested but unavailable: are any video of procedure or photos of device available for review? Can more description be provided about the 3 parts of broken cartridge? Were there any unusual noises during firing or closing of device? Were any clips used in area prior to firing? What is the current patient status?

Event description:
It was reported that the surgeon was performing a vertical gastrectomy, and at the time of making the first shot in the region of the piloro, with green reload of echelon power, the stapler knife only cut, but the cartridge did not staple. Reload was broken in 3 parts and the metal part of the cartridge was stuck in the anvil of the stapler. The tissue broke and the stomach content was exposed, the doctor had to suture the entire area of the exposed tissue, and had to clean the tissue to avoid contamination, a drain was placed. Due to the stapler only cut and did not staple the tissue, the stomach content was emptied and the tissue was damaged, the doctor had to leave in therapy to the patient to avoid contamination or leakage of the damaged area. The doctor sutured the area immediately and reinforced with more suture, cleaned and placed a drain, the patient was under observation to detect the presence of any leak that might occur.